Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The product support engineer (pse) discussed the 1109 per the manual with the customer. The pse suggested replacement of sol 2 & 4, provided parts ID for same and discussed required testing after replacement. Multiple attempts were made to contact the customer to gather additional details; however, all attempts were unsuccessful and no additional information was provided. If additional information is received, the complaint will be reopened and updated accordingly. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported a check vent 1109 - machine pressure autozero failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.